Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the start/stop button was unresponsive and the patient found that the batteries had exploded. The patient cleaned it up and replaced the batteries but the monitor did not come on at all. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.